Manufacturer narrative:
Walker, t., streit, j., gotterbarm, t., bruckner, t., merle, c., streit, m. (2015) sports, physical activity and patient-reported outcomes after medial unicompartmental knee arthroplasty in young patients. The journal of arthroplasty , volume 30 , issue 11 , 1911 - 1916. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Condition is addressed in package insert. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "sports, physical activity and patient-reported outcomes after medial unicompartmental knee arthroplasty in young patients". This article addresses that one (1) patient was revised to a tka at 23 months due to pain and instability. There has been no further information provided and the patient outcome is unknown.